Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and cholecystectomy. Concurrent conditions included irregular periods, headache, epigastric pain, adenomyosis, cervix inflammation and stress urinary incontinence. Concomitant products included diphenhydramine citrate;ibuprofen (motrin pm), diphenhydramine hydrochloride, ethinylestradiol;norethisterone (ovcon), famotidine, ibuprofen, medroxyprogesterone acetate (depo-provera) and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced device expulsion ("migration of essure device ¿ incompletely inserted and protrudes into the endometrial cavity from the fallopian tube ostium") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea and abdominal pain had resolved and the device expulsion, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: plaintiff claimed about incomplete insertion but as per insertion details dated: (B)(6) 2013-there were 7 trailing coils on the right and about 4 trailing coils on left and as per (B)(6) 2013 hsg (per pfs) it was reported as essure wires appear to be properly positioned. Pathology report (B)(6) 2017: essure micro-insert coils are identified in the proximal fallopian tubes. The anterior-posterior orientation cannot be established. One essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Discrepancy in insertion date: initially reported as: 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus with attached fallopian tubes. Essure micro-insert coils are identified in the proximal fallopian tubes. The anterior-posterior orientation cannot be established. One essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia,dysmenorrhea,one essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no: a57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and cholecystectomy. Concurrent conditions included irregular periods, headache, epigastric pain, adenomyosis, cervix inflammation and stress urinary incontinence. Concomitant products included ethinylestradiol; norethisterone (ovcon) since on (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) for birth control as well as diphenhydramine citrate; ibuprofen (motrin pm), diphenhydramine hydrochloride, famotidine (pepcid) and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhea ("dysmenorrhea (cramping)"), menstrual cramps ("dyspareunia (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and device expulsion ("migration of essure device ¿ incompletely inserted and protrudes into the endometrial cavity from the fallopian tube ostium"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhea, menstrual cramps, abdominal pain and nausea had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and menstrual cramps to be related to essure. The reporter commented: discrepancy noted: plaintiff claimed about incomplete insertion but as per insertion details dated: on (B)(6) 2013, there were 7 trailing coils on the right and about 4 trailing coils on left and as per on (B)(6) 2013 hsg (per pfs) it was reported as essure wires appear to be properly positioned. Discrepancy in insertion date: initially reported as: 2012. On (B)(6) 2017: discharge summary: admission diagnosis: menorrhagia with failed medical therapy, dysmenorrhea, and pelvic pain. Stress urinary incontinence. Discharge condition: good. Received treatment for bleeding- menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure device was successfully occluded / results: total bilateral occlusion. Impression: essure wires appear to be properly positioned. There is a small amount of dye extending into a vessel in the right pelvis, but there is no evidence of free spillage of contrast through fallopian tubes. Fallopian tubes were occluded. Hysteroscopy: on (B)(6) 2013: in today for essure procedure. Both tubal ostia were easily identified and firs the right and then the left were cannulated. There were 7 trailing coils on the right and about 4 trailing coils on left. Patient tolerated procedure quite well. Laparoscopy: on (B)(6) 2017: per-operative/post-operative diagnosis: menorrhagia with failed medical therapy, dysmenorrhea, and pelvic pain. Procedure: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomies. Findings: mildly enlarged uterus. Normal tube and ovaries bilaterally. Normal pelvis. Pathology test: on (B)(6) 2017: uterus with attached fallopian tubes. Essure micro-insert coils are identified in the proximal fallopian tubes. The anterior-posterior orientation cannot be established. One essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, one essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event added-fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and cholecystectomy. Concurrent conditions included irregular periods, headache, epigastric pain, adenomyosis, cervix inflammation and stress urinary incontinence. Concomitant products included ethinylestradiol;norethisterone (ovcon) since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) for birth control as well as diphenhydramine citrate;ibuprofen (motrin pm), diphenhydramine hydrochloride, famotidine (pepcid) and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhea ("dysmenorrhea (cramping)"), menstrual cramps ("dyspareunia (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and device expulsion ("migration of essure device ¿ incompletely inserted and protrudes into the endometrial cavity from the fallopian tube ostium"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhea, menstrual cramps, abdominal pain and nausea had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and menstrual cramps to be related to essure. The reporter commented: discrepancy noted: plaintiff claimed about incomplete insertion but as per insertion details dated: (B)(6) 2013- there were 7 trailing coils on the right and about 4 trailing coils on left and as per (B)(6) 2013 hsg (per pfs) it was reported as essure wires appear to be properly positioned. Discrepancy in insertion date: initially reported as: 2012. (B)(6) 2017: discharge summary: admission diagnosis: menorrhagia with failed medical therapy, dysmenorrhea, and pelvic pain. Stress urinary incontinence. Discharge condition: good. Received treatment for bleeding- menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded / results: total bilateral occlusion. Impression: essure wires appear to be properly positioned. There is a small amount of dye extending into a vessel in the right pelvis, but there is no evidence of free spillage of contrast through fallopian tubes. Fallopian tubes were occluded. Hysteroscopy - on (B)(6) 2013: in today for essure procedure. Both tubal ostia were easily identified and firs the right and then the left were cannulated. There were 7 trailing coils on the right and about 4 trailing coils on left. Patient tolerated procedure quite well. Laparoscopy - on (B)(6) 2017: per-operative/post-operative diagnosis: menorrhagia with failed medical therapy, dysmenorrhea, and pelvic pain. Procedure: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomies. Findings: mildly enlarged uterus. Normal tube and ovaries bilaterally. Normal pelvis. Pathology test - on (B)(6) 2017: uterus with attached fallopian tubes. Essure micro-insert coils are identified in the proximal fallopian tubes. The anterior-posterior orientation cannot be established. One essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, one essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and cholecystectomy. Concurrent conditions included irregular periods, headache, epigastric pain, adenomyosis, cervix inflammation and stress urinary incontinence. Concomitant products included ethinylestradiol;norethisterone (ovcon) since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) for birth control as well as diphenhydramine citrate;ibuprofen (motrin pm), diphenhydramine hydrochloride, famotidine and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and device expulsion ("migration of essure device ¿ incompletely inserted and protrudes into the endometrial cavity from the fallopian tube ostium"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and nausea had resolved and the device expulsion, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: plaintiff claimed about incomplete insertion but as per insertion details dated:(B)(6) 2013-there were 7 trailing coils on the right and about 4 trailing coils on left and as per (B)(6) 2013 hsg (per pfs) it was reported as essure wires appear to be properly positioned. Discrepancy in insertion date: initially reported as: 2012. (B)(6) 2017: discharge summary: admission diagnosis: menorrhagia with failed medical therapy, dysmenorrhea, and pelvic pain. Stress urinary incontinence. Discharge condition: good. Received treatment for bleeding- menorrhagia (heavy menstrual bleeding), general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded / results: total bilateral occlusion. Impression: essure wires appear to be properly positioned. There is a small amount of dye extending into a vessel in the right pelvis, but there is no evidence of free spillage of contrast through fallopian tubes. Hysteroscopy - on (B)(6) 2013: in today for essure procedure. Both tubal ostia were easily identified and firs the right and then the left were cannulated. There were 7 trailing coils on the right and about 4 trailing coils on left. Patient tolerated procedure quite well. Laparoscopy - on (B)(6) 2017: per-operative/post-operative diagnosis: menorrhagia with failed medical therapy, dysmenorrhea, and pelvic pain. Procedure: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomies. Findings: mildly enlarged uterus. Normal tube and ovaries bilaterally. Normal pelvis. Pathology test - on (B)(6) 2017: uterus with attached fallopian tubes. Essure micro-insert coils are identified in the proximal fallopian tubes. The anterior-posterior orientation cannot be established. One essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, one essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: general abnormal bleeding added as event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and cholecystectomy. Concurrent conditions included irregular periods, headache, epigastric pain, adenomyosis, cervix inflammation and stress urinary incontinence. Concomitant products included diphenhydramine citrate; ibuprofen (motrin pm), diphenhydramine hydrochloride, ethinylestradiol;norethisterone (ovcon), famotidine, ibuprofen, medroxyprogesterone acetate (depo-provera) and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced device expulsion ("migration of essure device ¿ incompletely inserted and protrudes into the endometrial cavity from the fallopian tube ostium") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea and abdominal pain had resolved and the device expulsion, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: plaintiff claimed about incomplete insertion but as per insertion details dated: (B)(6) 2013 there were 7 trailing coils on the right and about 4 trailing coils on left and as per (B)(6) 2013 hsg (per pfs) it was reported as essure wires appear to be properly positioned. Pathology report (B)(6) 2017: essure micro-insert coils are identified in the proximal fallopian tubes. The anterior-posterior orientation cannot be established. One essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Discrepancy in insertion date: initially reported as: 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure device was successfully occluded. Pathology test on (B)(6) 2017: uterus with attached fallopian tubes. Essure micro-insert coils are identified in the proximal fallopian tubes. The anterior-posterior orientation cannot be established. One essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia,dysmenorrhea,one essure coil is possibly incompletely inserted and protrudes approximately 0.7 cm into the endometrial cavity from the fallopian tube ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received. Pfs and mr received. Reporter¿s information updated. Lot no. Was added. New events abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; dyspareunia ,migration of essure device incompletely inserted and protrudes from the fallopian tube; nausea; pain: abdominal ; psychological or psychiatric problems depression and mental anguish were added. Medical history, lab data, concomitant drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.